Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned of analysis. During device analysis the following were observed. The device was received kinked and fracture in two sections. Evidence of tension/torsion overload was noted on the fracture site; moreover, the spring tip is stretched. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 28july2015. The target lesion was located in a moderately calcified and mildly tortuous proximal left anterior descending artery (lad). A rotawire and a rota burr were selected to treat the target lesion. During ablation of the superficial calcification, the cineangiocardiogram showed the radiopaque markers at the distal tip and at about 0.5mm from the distal tip. There is a possibility that this issue occurred because the customer took this device out from the hoop opposite side. It might caused that the radiopaque parts was lifted and extended. The procedure was completed with this device. No patient complications were reported and the patient's condition is good. However, device analysis revealed that the device has fracture in two sections.